Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On the morning of (B)(6) 2013 the patient was experiencing the symptoms of sweating, dizziness, hunger and "paralyzed mouth." The patient took no actions due to these symptoms. Thirty minutes later, at 10:45 am the patient obtained the blood glucose reading of 82 mg/dl on the reported meter. The patient also tested using her backup one touch ultra2 meter and obtained a reading of 60 mg/dl. The patient administered self-treatment by consuming sugar. She did not seek any medical attention. The patient manages her diabetes with insulin taken on a sliding scale. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue and there was no delay in treatment. However, as the meter reading did not correlate with the symptoms or treatment, this complaint is being reported.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The patients meter has been returned however product analysis has not yet been completed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.